Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: catalog #: 6485-3-013 mrs 13mm x 127mm femoral stem, lot #: tec841a, expiration date: 15-mar-2014, sterile lot #: k4101. Device manufacture date: 01-apr-2009; catalog #: 6485-3-015 mrs 15mm x 127mm femoral stem, lot #: tec708, expiration date: 31-jan-2014, sterile lot #: k1124. Device manufacture date: 15-jan-2009.

Event description:
It was reported that while opening implants to be implanted/cemented in; I opened the first stem 15 x 127 straight. The stem had busted through the packaging thus making it unsterile and nearly contaminating all other implants that were opened. I had to go down to our tube from national loaners and get a few other stem options. After opening the next stem, I realized it had breached its sterile package. This happened once more, making the total stems wasted equal three. I opened the fourth and you could see it was starting to go through its packaging. However, it was still sterile and we were able to use it. After looking over the boxes in the tube after the case, they all appeared to be ragged and bent.